Event description:
Information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the patient is scheduled for c-spine and thoracic MRI scan. Caller reports patient indicated the device does not work and not been able to take a charge for years, caller do not know the timeframe. Caller indicated patient had an MRI scan at the hospital about a week ago. Reviewed MRI guideline reviewed MRI eligibility report.  2025-sep-26 (B)(4) (con): additional information was received from a patient (pt). It was reported that they tried charging the implant last night and again this morning but were unable. Agent determined patient was attempting to charge with the incorrect equipment. Agent provided description of the controller and patient indicated they would try to locate. Agent reviewed to charge the controller and call back for further assistance, at that point, charging the implant. Patient stated they have never been able to charge this implant.  2025-sep-29 (B)(4) (con): additional information was received from a patient (pt). It was reported that they had not been able to use their current ins since it had been implanted and reiterated details of case. Pt said their current ins was charged and the charge only lasted for 45 minutes. Pt said the ins drained rapidly and implied that her body "because of the electrical energy" depleted batteries quickly. Pt said their surgeon was talking about taking the ins out but wanted to know if ins could be explanted while depleted.

Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.